Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# kx153, 510k# k101864, and (B)(4) is approved for market in the us. Product analysis- visual and functional evaluation was performed on the returned ibt which revealed that ibt had radial ruptures near the proximal peek. This type of rupture is consistent with contact with bone splinters while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pre-operatively diagnosed with vertebral fracture at t-7 underwent a surgery. Intra-op, balloon ruptured at high pressure during the first insertion attempt into the vertebral body. At the moment of catching with the balloon sudden pressure loss was observed. Pressure and volume reported prior to rupture were 340 psi-385 psi and 1.5 ml respectively. The patient was not allergic to the contrast media. Product came in contact with the patient. No patient complications were reported.